Event description:
The customer reported being hospitalized due to low blood glucose of 8mg/dl. Troubleshooting was performed. The customer mentioned that she is attempting to loose weight, which may have caused her glucose to drop. Reviewed the priming technique and programming, and they were correct. Reviewed the alarm history and found a motor error alarm. The reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the device was not exposed to an MRI. Performed the displacement and self test and they passed. Advised the customer to speak to the doctor regarding her low glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.